Event description:
Olympus was informed that in the beginning of a diagnostic colonoscopy, the pt's sigmoid section of the colon was perforated. The procedure was stopped and the perforation was surgically repaired. The pt had pre-existing adhesions from past surgical intervention which likely caused the perforation. The pt went home 2 days post surgery and was reportedly recovering well. The user facility does not allege that the device caused or contributed to the pt's outcome.

Manufacturer narrative:
The device was returned to olympus (B)(4) inc for eval. The eval noted that the bending section was stiff, and the insertion tube was scratched. In addition, the angulations were out of specification. The device was serviced and returned to the user facility. The exact cause of the pt's outcome cannot be conclusively determined.